Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was malformation of the clips for the device and in every 4th or 5th time of firing the clips starts losing and falling off. Procedure time was increased. No patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the clip fall off the tissue? Did the clip fall out of the device? Was there any torquing or twisting during firing? How much longer was the procedure increased?